Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. One another complaint of this nature has been received on the lot. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4).

Manufacturer narrative:
Device 48 of 90. A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports qty 90 from 3 mu boxes with complaint of paper tearing on packaging. There was no harm reported.